Manufacturer narrative:
The device was not returned to olympus. The cause of the reported event could not be confirmed at this time. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides warning which states, "as a precaution, prepare a secondary method for achieving hemostasis or dissection, e.g., a spare of the thunderbeat instrument, and a backup of the transducer." Also, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that near the end of a total laparoscopic hysterectomy procedure, the physician was working on the patient's uterus tissue when a probe damage error was observed and the ultrasonic probe at the distal tip of the device broke off and fell inside the patient. The broken probe was immediately retrieved from the patient. There was a small delay in the procedure by a few minutes as a different device which was a bi-polar with l-hook was brought into the case and used to complete the intended procedure. There was no patient injury reported. The device, the associated equipment and connections to the generator were inspected before use and no anomalies were found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correction to the lot number. The lot number on the physical device was 89k 14. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the returned device was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found the probe detached, missing portion not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, the most probable cause for the broken probe is attributed to (unintended) operator error. In addition, the OEM conducted a review of the DHR; the device history record for the lot indicated there was no anomaly during production with the event-related items.